Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2022, it was observed that the expressew iii needle device broke off inside the expressew iii suture passer w/o hook device while in use together. According to the report, the sterile processing department was able to remove the broken needle but the expressew iii suture passer w/o hook device still would not function. During in-house engineering evaluation, it was determined that the trigger on the device was locked in closed position. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. Device manufacture date: the device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. Upon visual inspection, the device does not show any structural anomalies. Upon reviewing the trigger it was found that it is locked in closed position. Due to the condition of the trigger, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be attributed to the hard and continuous use, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a locked trigger, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.